Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump up keypad button is not responsive. Customer indicated that their blood glucose was normal at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on display window, cracked case on the display window corner and cracked reservoir tube lip.